Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. Two days after the event onset, the patient was treated with vancomycin injection (1g, every 5 days, ongoing, route and duration not reported) and ceftazidime injection (1g, once a day, ongoing, route and duration not reported) for peritonitis. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.